Manufacturer narrative:
(B)(4). A vanguard ps open box femoral component, size 70. Ref 183132, lot 307660; biomet fixed cruciate tibial plate, 79 mm. Ref 141235, lot j3358918; vanguard ps+ 16 mm articular insert. Ref 835480, lot 835480; biomet 40 mm patella. Ref 184770, lot237000. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent primary left total knee arthroplasty approximately 6.5 years ago. Subsequently patient was revised approximately 2 years later due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, it was determined zimmer biomet does not hold the reporting responsibilities on this device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined zimmer biomet does not hold the reporting responsibilities on this device. The initial report was forwarded in error and should be voided.